Event description:
It was reported that this implantable pacemaker exhibited rapid battery depletion with two years remaining. Data analysis determined that the device power consumption has been high since implant. The high power could be due to a failure of the analog integrated circuit right ventricular (rv) pacing system and could impact the effectivity of the rv pacing that could lead to rapid unpredictable depletion and even potentially damage the lead due to corrosion. Device replacement was recommended. Further, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this implantable pacemaker exhibited rapid battery depletion with two years remaining. Data analysis determined that the device power consumption has been high since implant. The high power could be due to a failure of the analog integrated circuit right ventricular (rv) pacing system and could impact the effectivity of the rv pacing that could lead to rapid unpredictable depletion and even potentially damage the lead due to corrosion. Device replacement was recommended. Further, the device was explanted and replaced. No additional adverse patient effects were reported.